Event description:
It was reported that the ipg was not providing 24 hours of therapy when fully charged. As such, the patient underwent surgical intervention wherein the device was explanted and replaced to address the issue.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.